Manufacturer narrative:
Devices are expected to be returned for investigation. They have not yet been received. (B) (4). (B) (4).

Event description:
General report received of an unspecified number of undocumented incidents of separations. The tubing sets were being used to deliver unspecified solutions. After unspecified lengths of time in use, the female luer lock adapters separated from the tubings. The tubing sets were replaced and the therapies were resumed. No further medical interventions were reported. There were no reported adverse pt effects and no reported delays in therapies critical to the pts. Though requested, no add'l info was provided.